Event description:
As per internal review it was confirmed that the reported event does not meet the criteria for a reportable device malfunction and would neither result in a recurrence of a serious injury.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that upon opening the 30 degree microflare abs (aspiration bypass) tip, a 30 degree mini-flare kelman tip was found to be included, which was not used at the facility and it was also noticed that the tip was bent before the cataract surgery. A different tip was used and the surgery was performed and completed.